Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The proximal end of the drill has broken off at the threaded knob hole location. A review of the complaint files confirmed this to be isolated in nature. Device history record review was performed which confirmed no abnormalities were reported with this lot during manufacture.

Event description:
It was reported that the drill broke before the retrograde drilling on the try flat. No patient injury or complications were reported.